Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device had an electrical interference issue wherein there was possible interference with a neuro-monitoring equipment utilized during the procedure. When the monopolar function was activated on a patient an artifact was then found on the electrocardiogram (EKG). The patient was burned on the left shin and right calf while a neuro-monitor was also running together with the generator. A temporary injury to the patient occurred. The degree of burn and treatment information were requested but have not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a spinal fusion procedure, it is alleged that the device had an electrical interference issue, wherein there was a possible interference with a neuro-monitoring equipment utilized during the procedure. It is alleged that the monopolar function was activated on a patient, and an artifact was then found on the electrocardiogram (EKG). It was reported that during the operation the patient experienced a burn on the left shin and right calf while a neuro-monitor was also running together with the generator. Also, electrical burns where the neuromonitoring needles inserted into the body. Shards of the needle were also left behind in patient¿s legs and head, which required later surgeries to remove. It was reported that post-operatively, the patient experienced pain, muscle spasms, tissue necrosis, small amount of serous/yellow exudate, anxiety, depression, ptsd, lack of sleep, memory problems, scarring, migraines, panic attacks/body shakes, nightmares, sweating, crying, electrocution, dizziness, concussion, neurocognitive disorder, insomnia, tinnitus, suicidal, auditory/visual hallucinations, vertigo, temperature regulation problems, urinary control problems, enuresis, thermal damage to the brain, nausea, clumsy, off balance, nerve pain and numbness. Patient suffered a third degree burn on the left thigh, and a 2nd degree burn on two right wounds. Post-operative treatments include wounds dressed with silvadene, oxycodone, robaxin, medrol dosepak, valium, ativan, lorazepam, propanol, seeing therapist and psychologist, cognitive behavioral therapy, amitriptyline, nortriptyline, MRI, rehab and adderall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a spinal fusion procedure, it is alleged that the device had an electrical interference issue, wherein there was a possible interference with a neuro-monitoring equipment utilized during the procedure. It is alleged that the monopolar function was activated on a patient, and an artifact was then found on the electrocardiogram (EKG). It was reported that during the operation the patient experienced a burn on the left shin and right calf while a neuro-monitor was also running together with the generator. Also, electrical burns where the neuromonitoring needles inserted into the body. Shards of the needle were also left behind in patient¿s legs and head, which required later surgeries to remove. It was reported that post-operatively, the patient experienced pain, muscle spasms, tissue necrosis, small amount of serous/yellow exudate, infection, anxiety over more surgery, foreign body reaction, depression, ptsd, foreign body in patient, lack of sleep, memory problems, trouble with attention, scarring, ischemia, migraines, inappropriate sinus tachycardia, panic attacks/body shakes, nightmares, sweating, crying, electrocution, dizziness, concussion, neurocognitive disorder, insomnia, tinnitus, suicidal, auditory/visual hallucinations, vertigo, temperature regulation problems, urinary control problems, enuresis, thermal damage to the brain, nausea, clumsy, off balance, nerve pain and numbness. Patient suffered a third degree burn on the left thigh, and a 2nd degree burn on two right wounds. Post-operative treatments include debridement, excision of pyogenic granuloma of the anterior scalp, anterior cranial vault craniectomy for resection of a fibro-osseous tum or, bone graft cranioplasty to anterior skull defect, and repair of anterior scalp defect with pedicled pericranial flap and cutaneous local tissue rearrangement, wounds dressed with silvadene, oxycodone, robaxin, medrol dosepak, valium, ativan, lorazepam, propanol, seeing therapist and psychologist, cognitive behavioral therapy, post-concussive syndrome, amitriptyline, nortriptyline, MRI, x-ray, rehab and adderall. Relevant tests/laboratory data: (B)(6) 2017: per a (B)(6) 2018 office visit note, an x-ray had been taken, demonstrating metal fragment in her right tibia. (B)(6) 2018: MRI of the brain showed moderate white matter disease most consistent with chronic small vessel ischemic change. (B)(6) 2018: skull x-ray revealed a tiny linear metallic density along the outer table of the midline frontal calvarium (B)(6) 2018: tissue pathology report from right leg foreign body specimen showed a 3 mm fragment of metal (B)(6) 2018: skull x-ray revealed linear foreign body measuring 6 mm just to the left of midline projected over the superior skull. (B)(6) 2018: pathology report from skin of forehead showed fat necrosis and foreign body granulomatous reaction (B)(6) 2018: per a (B)(6) 2020 office visit note, MRI of the brain showed moderate white matter disease most consistent with chronic small vessel ischemic changes. No evidence of acute hemorrhage or infarct. (B)(6) 2021: MRI of the brain showed bilateral and symmetrical t2 prolongation in the external capsule in the left more pronounced that the right internal capsule and in the periventricular region. There are also multiple mid and peripheral corona radiata foci of t2 prolongation. There is also bilateral basal ganglia signal abnormality. This pattern of findings may be seen following electrocution injury. There may also be coexisting microvascular ischemic white matter disease

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neuromonitoring device has been captured on MFR report # 1045254-2018-00018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a spinal fusion procedure, it is alleged that the device had an electrical interference issue, wherein there was a possible interference with a neuro-monitoring equipment utilized during the procedure. It is alleged that the monopolar function was activated on a patient, and an artifact was then found on the electrocardiogram (EKG). The patient was burned on the left shin and right calf while a neuro-monitor was also running together with the generator. Also, electrical burns where the neuromonitoring needles inserted into the body. Shards of the needle were also left behind in patient¿s legs and head, which required later surgeries to remove. Degree of burn and treatment was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. A visual inspection of the generators exterior found a sizable gouge on the monopolar 1 and ligasure lcd screens. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.